Event description:
Procedure performed: vnotes histerectomy. Event description: they were trying to open the bag inside the abdomen. The surgeon was trying to open the bag pulling the strap with snap fastener in order open the bag inside the abdomen with the grasper the strap broke. Besides one the manipulation tabs also broke when the surgeon tried to remove the white ring. They managed to open and removed the bag and complete the manual morcelation. With no problems. Intervention: they managed to open and removed the bag and complete the manual morcelation with no problems. Patient status: the patient is ok.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: vnotes histerectomy. Event description: they were trying to open the bag inside the abdomen. The surgeon was trying to open the bag pulling the strap with snap fastener in order open the bag inside the abdomen with the grasper the strap broke. Besides one the manipulation tabs also broke when the surgeon tried to remove the white ring. They managed to open and removed the bag and complete the manual morcelation. With no problems. Additional information received from applied medical representative via email on 12may25: the specimen was manually morcellated for removal. Scalpel was used to morcellate the specimen. The guard was used. Alexis was used. The ring was rolled down to bring the specimen to the surface. No bag removal attempted before removing all the tissue. No unintentional tissue damage. Intervention: they managed to open and removed the bag and complete the manual morcelation with no problems. Patient status: the patient is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of tab separated from ring. Based on the condition of the returned unit and the description of the event, it is likely that the separated occurred due to the user pulling on the tab with excessive force while manipulating or removing the containment bag. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.